Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 283 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer stated that they performed the self test but they were not able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.